Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a motor error alarm that occurred during the basal delivery. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He was assisted in clearing the alarm but was unable to complete the rewind process. The blood glucose reading was 121 mg/dl. The insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.